Manufacturer narrative:
(B)(4). Covidien field service engineer (fse) inspected the device and replaced the graphical user interface (gui)light emitting diode (led) the unit passed all the required testing.

Event description:
It was reported that the ventilator had a blank screen. There was no patient involvement.